Event description:
A nursing supervisor called requesting info about downloading logs related to a "heparin event that was programmed incorrectly." The nursing supervisor stated that a nurse was calculating the math for the dose in u/kg/hour which should have been 15, but when he did the math got 1100. He tried to enter this result into the pump but was unable, so instead programmed 11.00. The nursing supervisor stated the pt was fine and there was no harm or medical intervention. Although requested, no other pt or event details were available.

Manufacturer narrative:
(B)(4). Although requested, neither the logs nor the device have been received. A follow up report will be submitted with failure investigation results should the logs and/or device be received for evaluation.